Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) reported performing a complete preventative maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The compressor output test did not meet factory specification. The fse replaced the compressor, tested, and calibrated into specification. The fse also replaced the expired batteries and 9v battery. The iabp then passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
During routine preventative maintenance (pm) a company service representative found that the compressor output test was not meeting factory specifications. There was no patient involvement, therefore no adverse event was reported.